Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient reported no alerts from his app when his blood glucose dropped. The patient stated that around 3:00 am, his wife found him on the floor and incoherent. The paramedics were called and the patient¿s blood glucose (bg) per emergency medical services (em)s was less than 40 mg/dl. The patient was treated with IV glucose and recovered. There was no report that the patient was transported to the hospital. At the time of the report, the patient was in stable condition. Data investigation could not confirm the intermittent audio alert on the mobile app. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.